Event description:
The customer reported blood loss following a high venous pressure alarm. The venous pressure at a certain moment went very high, the machine wa alarming with air in blood. Both air bubble detector and diaphragm neutral position procedure was performed. Venous pressure dropped to normal, and the treatment could go on.

Manufacturer narrative:
No patient injury was reported. Investigation is ongoing 510(k)# is k001156